Event description:
It was reported that the patient presented to the clinic to troubleshoot alarms they had while on battery power. No alarms were seen by the clinicians in the log file history or on the controller. The patient's controller was noted to have a dim pump running led, a broken locking nut, and a compromised strain relief. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events alarms occurring while connected to 14v batteries, dim pump running leds, damage to the controller connector nut, and damaged bend reliefs were not confirmed as no photos were submitted for review and no products were returned for analysis. The submitted log file contained approximately 17 days of data (18jun2023 ¿ 05jul2023 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue throughout the log file. Additional information provided communicated that no products would be returned for analysis. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 11nov2015. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly connect and disconnect the system controller power cables from an external power source. The documents instruct the user to align opposite half circles in the controller power cable with the mating power source and to firmly push the two connectors together. Then, tighten the connector nut until secure. To disconnect the power cables, unscrew the connector nut and disconnect the power cords. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.